Event description:
It was reported that the patient presented in clinic for a generator exchange procedure on (B)(6)2024. During the procedure, it was noted that the set screw of the implantable cardioverter defibrillator (ICD) could not be tightened. There were no consequences to the patient. The ICD was not installed, and a new ICD was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped inside the hex cavity. The right ventricular septum was damaged and torn. The set screw anomaly was consistent with having occurred during the procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.